Event description:
A clot was detected in the probe. No error messages were posted. The customer indicated that the provue was taken out of use. No erroneous results were posted.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and observed a clot in the probe. The fe cleared the clot with a probe wire and performed required adjustments.repairs have returned the instrument to expected operation